Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 141 mg/dl, 59 mg/dl, 90 mg/dl, and 80 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle became not to be grasped after about the third firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.